Event description:
Silicone implants and since have severe flu like symptoms. Bone and joint pain. Sweat to death nights. Cant regulate temp. Ana pos, but neg for kinds of autoimmune, but all of the a1 symptoms. Left breast encapsulated with hard scar tissue. Left chest muscle, lung, shoulder, side very right and sometimes hard to breath. Stabbing sharp pain under left breast.